Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged in the right ventricle. The lead was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this lead could not be confirmed. There were no irregularities noted at the tip region of the lead that could be contributed to dislodgment.